Event description:
Five endeavor drug-eluting stents were implanted to the proximal lad, the mid lad, and the first diagonal branch (ref. MFR 2953200-2010-01543, 2953200-2010-01544, 2953200-2010-01545, 2953200-2010-01546). During this index procedure the diagonal was jailed with timi 0 flow due to plaque shift from the proximal lad causing vessel to shut down. The vessel was unable to be re-opened after multiple attempts. Post procedure angiography of the first diagonal branch revealed timi 1 flow. It is reported that approximately one day post index procedure, the pt had a nstemi, which resolved one day later and the pt recovered. Investigator stated that the event was severe in intensity, no related to the study drug, unlikely related to the study device, and definitely related to the procedure.

Manufacturer narrative:
(B)(4). Eval: results: (mi, occlusion).